Manufacturer narrative:
Batch review performed on october 13th 2020: lot 180726: (B)(4) items manufactured and released on 26 june 2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening, proximally, 1 year and 9 months after the primary surgery.